Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cannula of a bd precisionglide¿ hypodermic needle had perforated the primary and secondary packaging. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
DHR, maintenance record analysis and quality notification records were analyzed and no deviation was found for this batch. No samples/photos were sent by the customer so it was not possible to perform a full investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From the available information it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that the cannula of a bd precisionglide hypodermic needle had perforated the primary and secondary packaging. There was no report of exposure, serious injury, or medical intervention.